Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset.